Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that during preventative maintenance, the device showed a "speaker malfunction" inop message, and the speaker did not produce sound. This was noticed during preventative maintenance. There was no patient involvement.